Event description:
Top of rc5 titanium anchor snapped off during insertion. Surgeon used a trephine drill and clamp to remove the threaded portion of the anchor. There was a delay to the procedure, however the length of time is unk. The surgeon tapped on the inserter with a mallet. In addition, the surgeon did not predrill the site as stated in the instructions for use. It was reported that there was no pt injury or complications.